Event description:
The customer called to report a bowl leak during treatment. The customer reported a bowl leak during the plasma phase 6th cycle. Customer heard a grinding noise, followed by a leak alarm. Customer aborted treatment and did manual return of return bag content to patient. Customer removed bowl from centrifuge and noticed a leak from the joint at the top of the bowl.

Manufacturer narrative:
Batch record review: review of the lot file for a733 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot a733 was performed. There were 3 additional complaints reported for bowl leaks to date for this lot at the time of the investigation. No trends detected. The assessment is based on information available to at the time of the investigation. No product was returned by the customer, therefore, the root cause cannot be determined based solely on the information provided by the customer. (B)(4).